Event description:
(B)(4). I also bleed for almost 3 months straight n had to have a ablation to get the bleeding to stop. I started losing my hair a month after I had essure put in. My sharp lower abdominal pain started 2 months after placement. I became diabetic a month after placement. I was always right on the border. My thyroid is messed up where I have to take meds now . I found that out when I found out bout me being diabetic. It hurts to have sex . I got them removed (B)(6) 2017 @9:00 am.